Manufacturer narrative:
The customer had no further issues after the service visit. The service maintenance actions resolved the issue.

Manufacturer narrative:
The customer observed crystallization on the reagent pack, the reagent probe, and the rotor cover. The field service engineer (fse) found an issue with the ventilation of the reagent rotor and corrected it. The reagent probe was replaced. The investigation is ongoing.

Event description:
The initial reporter questioned the results for multiple patient samples tested for ca2 calcium gen.2 (ca2) on a cobas 8000 c 702 module. An example of discrepant results was provided for 1 patient sample. The initial result was 1.86 mmol/l. The repeat result was 2.25 mmol/l. The questionable result was not reported outside of the laboratory. The ca2 reagent lot number was 67147801 with an expiration date of 31-jan-2024.